Event description:
Procedure type: open gastrectomy. According to the reporter: the instrument could not be removed from the anastomosis; after firing the anastomosis was not properly closed all the way around. The donut specimen was not properly cut. A new instrument was used to complete the procedure. The second instrument worked well and staples/anastomosis was proper but surgeon wanted to do the good night stitch because the tissue condition was thin and frayed. No tissue damage, bleeding or delay to surgery occurred as a result. The patient is in well current condition but no further details were available.